Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused antibiotics; patient received approximately 170ml out of 230ml. This occurred during patient use over a 24 hour period. The event was further described as "line was highly likely occluded in the night due to patients sleeping position causing the line to kink hence slowing down the flow of the antibiotics". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 5-9, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.